Event description:
The cardiologist attempted arteriotomy closure with techstar xl 6f device. The device was deployed with one needle presenting at the hub. The posterior needle had deflected into the subcutaneous tissue. Partial back down was achieved with the anterior needle backing down by pulling on the sutures in the suture lumen. The posterior needle remained lodged in the subcutaneous tissue. The cardiologist increased the dermatotomy and with the aid of a hemostat, extracted the posterior needle through the skin. A sheath was introduced and the arteriotomy was closed with manual compression. The patient did fine.